Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had stopped working. Reportedly, the button started working after 10 minutes. There was no impact to the customer's blood glucose level. The customer confirmed that the pump would continue to be used for insulin therapy.